Manufacturer narrative:
The customer reported that the central nurses station (cns) is getting intermittent communication loss then loses trends. The unit was returned for evaluation. The unit was cleaned and evaluated. The reported problem of having intermittent communication loss could not be duplicated. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 10 days of extended testing and operates to manufacturer's specifications. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) is getting intermittent communication loss then loses trends.